Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter spread. The following information was provided by the initial reporter: issue: I went to place an piv and got a flash and went to advance, it felt weird and didn't advance smoothly. In looking at it, the catheter had spreaded. I had to pull the line. I saved the wrapper and the catheter. My partner (B)(6) attempted and the same thing happened to him. We unfortunately didn't save his. The wrapping said the same lot number. The ed rns that attempted before us described the same thing happening - not being able to advance off the needle. The lot number is the same in IV team and in the ed. We heard that another IV team rn had similar issues with three of her lines but someone threw the wrappers away. Event date: 1/6/2024. 17 january 2025 please confirm year in the provided date of event, (1/6/2024) describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The issue reached the patient but did not cause any harm. Please confirm the number of occurrences. One time.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of a damaged IV catheter was confirmed; however, the root cause could not be determined. One 24ga insyte autoguard unit was provided for investigation. A v-shaped hole, which was consistent with needle puncture damage, was identified in the catheter tubing. As the device exhibited evidence of use, this type of damage may have occurred during the insertion process. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.